Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will be created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "pump involved in an incident / over infusion." Customer information: a 24h infusion of furosemide (240 mg) was commenced at 10am and was found to be completed at 18:00h on the same day. The infusion was disconnected. The patient appears to have suffered no ill effects.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history was read out and analyzed. An access to service program hibased could only established via serial link. During the investigation of the device history no abnormalities could be detected. During the visual inspection of the perfusor space, all cover caps of the screw pillars were available and undamaged. A production or technician seal on the lower housing was missing. The device shows age related signs of tear and war, but no visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The impedance measurement to check the can components was with 0,7 ohm outside the tolerance. The impedance measurement to check the can component was performed at the p2- and p3 connector. It could be detected that the impedance of the can component was outside the tolerance. Thus the can component was defect. For an investigation of the inside the device was disassembled. It was possible to detect that the claw mechanism, the drive and the drive head housing was damaged. All damages of the drive and the drive head could only be happened due an external force, e.g. A drop down of the device. The complaint could not be confirmed. A connection via can-bus could not be successfully established, because the can-bus components of the motherboard are defective. The investigation has revealed, that the defect was caused by wrong disconnection (skewed direction) of a power supply sp with a soft p2-connector. Such an event may lead to damages on the motherboard (short circuit).